Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure for a generator change. It was noted prior to the procedure the atrial lead had a high capture threshold. The atrial lead was capped (B)(6) 2019 and replaced. The patient was stable.